Event description:
Reporter alleged passing out and being transported to the hospital due to the blood glucose monitoring device. Reporter stated the alleged incident occurred about one year ago. Reporter stated normal afternoon glucose level and believe the result was 199 mg/dl. Reporter stated taking 22 units of insulin and shortly afterwards passed out. Reporter stated a family member called emergency medical technician (emt's) and customer was admitted to the hospital for a day where customer was treated with an IV. Reporter indicated blood glucose device from the hospital was a low reading but did not remember the value. Reporter stated no controls were used. A request was made for the return of the suspect product and replacement product was sent.